Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d4, g3, g6, h2, h3, h4, h6, h11. The following sections were corrected: b5, h6. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent repositioning of the tibial bearing under anesthesia three (3) months following knee arthroplasty due to dislocation. Attempts to obtain additional information have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had reconstruction under anesthesia three months post implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.